Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. The sensor plug was not properly seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. This complaint is not confirmed to use due to plug not properly seated. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) based on returned product download all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 60 minutes" sensor error message with the adc device and was unable to obtain readings. The customer experienced a loss of consciousness, however, there was no treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 60 minutes" sensor error message with the adc device and was unable to obtain readings. The customer experienced a loss of consciousness, however, there was no treatment reported. There was no report of death or permanent injury associated with this event.